Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a blocked channel, indicating incorrect or insufficient reprocessing. This issue was found at receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the labels were peeling, the distal end cover had dents and scratches, the objective lens was chipped, the bending rubber glue was cracked, the insertion tube had scratches, the air/water supply channel were blocked, and the light guide tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, the legal manufacturer has determined there is no potential for this malfunction to cause or contribute to an adverse event. The initial medwatch reported the device had a blocked channel, indicating incorrect or insufficient reprocessing. However, the device evaluation confirmed no foreign material was found in the air/water channel, therefore, there was no incorrect or insufficient reprocessing. Per the legal manufacturer, the blocked channel has no potential to cause or contribute to death or serious injury if the malfunction were to recur.